Event description:
The pt called and stated that he had a serious injury in his right eye years ago. He stated he removed the outer layer of his eye while pulling off a contact lens. At the time of the injury, the pt was working in 40 mph winds, which is what his eye care professional (ecp) attributed the injury to. Medical records received (B)(6) 2012, states that the pt presented with an infectious corneal ulcer on (B)(6) 2004. Confirmed with ecp that the pt was wearing a hydroflex 55 uv lens at the time of injury, which is not a vistakon product.

Manufacturer narrative:
This report is for a product which is not a vistakon device. No further info is available. No eval will be performed. No conclusion can be drawn.